Event description:
This case was reported by a consumer and described the occurrence of fell down in a (B)(6) female pt who received super poligrip original denture adhesive cream (formulation (B)(4)) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). On (B)(6) 2009, the pt experienced fell down and back fractures. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the outcome of the events was unk. The pt read in the (B)(6) (a newspaper) that zinc in super poligrip may have caused her to fall. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).